Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 12/18/2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection reveal the complaint handpiece was received with the plunger rod advanced; the plunger rod tip was damaged in a way consistent with damage that may have occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge. No issues with the cartridge were identified. The lens module was inspected revealing no viscoelastic residue. Damage to one of the lens module attachment clips was identified; however, damage likely occurred during disassembly as no external assembly issues were identified prior to disassembly. Device assembly was inspected and presented with no issues. Plunger rod advancement was inspected and presented with no issues. The returned lens was received coated in viscoelastic and cut. The lens was cleaned, presenting with damage on one of the lens pieces. Conclusion: the complaint issue lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had crimped proximal to the haptic. The lens was removed from the patient's right eye and replaced with the dib00 lens with 18.5 diopter in the same procedure with out difficulty. Patient is doing fine. Balanced salt solution (bss) was used as the cartridge lubricant and was used at room temperature. There was no delay in the surgery. No other information available.